Event description:
The smart control was placed in a slightly distal vessel to the intended target lesion. An additional stent was placed to cover the whole lesion and the procedure was completed without any patient injury. The physician felt the control handle was tight and it was difficult to manipulate when attempting to place the stent. The complaint product's stent delivery system (sds) will be returned for evaluation. The procedure was stenting to external iliac artery. The vessel was mildly calcified but not tortuous. Rate of stenosis was unknown. The patient's gender and age were unknown. The product was prepped according to information for use (IFU). There were no problems encountered. It is unknown if the stent delivery system was pass through an acute bend, but possible. There was no difficulty reported advancing/tracking the sds towards the lesion. Detailed target vessel characteristics could not be obtained. It is unknown if the lesion was pre-dilated prior to stent implantation. The percent stenosis after pre-dilation is unknown. The locking pin was in place during advancement towards the lesion. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control sds was held flat and straight outside the patient.

Manufacturer narrative:
This product is available for analysis. Additional information will be provided within 30 days of receipt.